Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 4 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 4. The hp stated the bag came off the tubing. The technical service representative (tsr) explained the se 2240 alarm indicates air entered the set up and assisted the hp to cycle power to clear the alarm. The hp confirmed to complete therapy with a manual exchange. The tsr advised the hp of proper procedures per the user manual. There was no patient injury or medical intervention.